Event description:
The facility reported a fail code 812:02. Information was not provided rearding whether or not the failure occurred during a pt infusion. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.